Manufacturer narrative:
The cxm inflate/deflate pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. Product analysis was unable to confirm the reported events. Based on the investigation results an evaluation conclusion code of no problem detected was assigned.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the device was not working properly. The patient visited the hospital two weeks before surgery. The inspection confirmed that the pump was leaking from the pump connecting tube. The cause of tube crack has not been confirmed by the hospital. After the surgery, the patient improved, was stable and the event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the device was not working properly. The patient visited the hospital two weeks before surgery. The inspection confirmed that the pump was leaking from the pump connecting tube. The cause of tube crack has not been confirmed by the hospital. After the surgery, the patient improved, was stable and the event resolved.